Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees2093 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported event occured at the right side of the body. Moderate severity and related to the device (catheter). This is a new occurrence. The venous thrombosis was symptomatic. The venous thrombosis occurred in the basilic vein. Venous thrombosis. Start date: (B)(6) 2020; ongoing.